Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The physician reported that the patient changed the sensor and transmitter on (B)(6) 2019, followed by a system error on the display. The patient left everything as it was and overnight it looked as if the sensor had broken in, (presumed to mean it was providing values). On sunday ((B)(6) 2019) the patient had a severe hypoglycemic event with no alert from her continuous glucose monitor (cgm). The blood glucose (bg) was 55 mg/dl and the cgm was 160 mg/dl. Paramedics were called and treated the patient with glucose. The reported allegation falls within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.